Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During the analysis of the system controller a damaged printed circuit board (pcb) component was found. As a result of the damaged component, the system controller did not operate the pump and did not communicate with the system monitor. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient switched to his backup system controller after his primary system controller display a yellow wrench controller fault alarm, and the backup system controller immediately drained both of the batteries. The drained batteries were placed into the battery charger and later one of the batteries displayed a red led. The patient switched back to this primary system controller, and power disconnect alarms occurred. The hospital staff felt that it was because he was using the batteries that were drained with the backup system controller. The patient called the hospital and was instructed to hook to the power module. The power disconnect alarm went away. The patient stated that the controller fault alarm did not return after he connected to the system controller. During the investigation of the backup system controller, the controller did not operate the pump.